Manufacturer narrative:
P-cap locked in place properly during testing. Device passed displacement test, rewind and self test properly. No pump error 130 alarm noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. Customer stated insulin pump had an another pump error 130.customer stated insulin pump was not exposed to high magnetic environment.customer were unable or declined troubleshoot. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.